Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show multiple placement signal not reliable events triggered by invalid placement signal values, often coinciding with impella position unknown alarms. After testing the returned console it produced a defective optical bench is considered defective. The root cause of the aic issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that impella aic had placement signal unreliable alarm. No further information is available.